Event description:
The manufacturer received info of an everflo oxygen concentrator had evidence of damage to the power cord. There was no report of pt harm or injury.

Manufacturer narrative:
The device was evaluated by a third party service center. The technician confirmed there was thermal damage to the power cord with exposed wires. The power cord was replaced to address the issue. A request was made for the power cord to be returned to the manufacturer for eval. The third party service center confirmed the power cord is no longer available.